Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. After three notifications, there have been no samples returned for review for this lot. Additionally, there has been no visual evidence to support the alleged complaint. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If samples are returned at a future date, this complaint may be reopened for further evaluation at that time.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
PICC was placed on (B)(6) 2024 and on the morning of (B)(6) 2024 the PICC was leaking under the dressings cather was inspected by nursing and found to be completely disconnected form the hub PICC was immediately removed and physician was advised of the occurrence.